Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/21/2024, it was reported by a sales representative via phone that an ar-3632 fibertak® suture anchors white and blue suture tape was cut in half. This occurred during a shoulder case on (B)(6) 2024 before being passed with the scorpion. The anchor was explanted, and a new ar-3633 was used to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper bone preparation, and/or surgical technique. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.